Event description:
Related manufacturer reference number:2017865-2022-45843. Related manufacturer reference number:2017865-2022-45846. Related manufacturer reference number:2017865-2022-45847. It was reported that the patient presented for treatment for the noted bacteremia. Upon review, it was also discovered that the implantable cardioverter defibrillator was in backup mode. Programming changes were performed to address the bvvi however, the entire system remains implanted until the patient recovers from the bacteremia. No further information was provided. There were no patient consequences.